Event description:
Phillips respironics dreamstation recall, registered the item after recall on news but drs office said to keep using the machine. Now FDA says something different. Drs office was not very helpful previously when calling about it. FDA safety report ID # (B)(4).